Event description:
Pt is a 53 yr old white female who was approx. 3 weeks status post bilateral implant removal and replacement with gel 225 cc implants. Approx. 10 days prior, pt developed some drainage from the right inframammary incision. This was treated with IV antibiotics and wound closure. She developed recurrent drainage even though there was no evidence of open wound on exam and previous cultures showed no growth. She was taken to or on 12/18/95 for removal of the right breast implant with debridement of right breast and placement of drain. Because the entire capsule appeared to be inflamed and thickened and boggy and because of worries of ongoing problems with possible implant infection, the implant was felt necessary to be left out.